Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. A review of the complaint history shows no prior complaints for the listed lots/failure modes. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
Revision surgery was reported for persistent pain and evidence of loosening on bone scan.